Manufacturer narrative:
Reporter phone number: (B)(4).

Event description:
The customer reported a ventilator pressure automatic zero calibration failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips field service engineer (fse). The fse advised the customer that they may need to replace the data acquisition (da) printed circuit board assembly (pcba) and provided the part identification number. Moreover, the repairs are currently pending as the customer is waiting for the arrival of the da board. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition (da) printed circuit board assembly (pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.